Event description:
It was reported that pt experienced "shock like" sensations. Physician believed there was a "short" in the generator and it was subsequently replaced with a new generator. There were no pt injuries reported. Additional info will be provided when available.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.